Event description:
A customer reported to baxter (B)(4), a one-link needlefree IV connector y-type catheter extension set in which a separation occurred. According to the report, the one-link catheter extension set became disconnected at the spot where the y-junction attaches to the tubing set. This occurred when a patient leaned their elbow against it while sitting in a chemo chair receiving chemo infusion. The customer stated that minimal force was applied and caused the disconnection. This caused blood from the peripherally inserted central catheter (PICC) line and chemo drug from the IV line to drain onto the floor. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tubing was separated from the y-site outlet port. Closer visual inspection of the tubing end showed that there appears to be no residual solvent or plow ridge present. The reported condition was confirmed. A definitive root cause has not yet been identified.

Manufacturer narrative:
(B)(4). Additional information: in the reported condition, the separation occurred due to the lack of or no solvent bond on the tubing end that connects to the y site outlet port. No repairs were made since this is a single use device. Should additional information be received, a follow-up medwatch will be submitted.